Manufacturer narrative:
The customer reported that an r series device was unable to obtain an ECG rhythm using 3-lead monitoring during a patient event where internal paddles were also used. The device and event logs have not been returned to zoll UK for evaluation. There are several possible reasons for no ECG display, including poor electrode placement or adhesion, disconnected leads, or an ECG module issue. The r series provides alerts such as "ECG lead off" when patient connection is inadequate. Despite multiple attempts to obtain the device and additional information, nothing has been received. The claim will be reopened if the product is returned for evaluation.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.